Event description:
It was reported that the infusion device did not provide the occlusion error message. The cannula of a competitor's infusion set was bent. The patient experienced elevated blood glucose levels and the blood glucose result was 598 mg/dl on the patient's aviva combo meter around 8:00 p.m. The patient had symptoms of feeling irritable and thirsty. The patient's wife transported him to the hospital and they arrived around 8:15 p.m. The patient estimates the blood glucose result was "over 600 mg/dl" on the hospital's meter. He was admitted into the hospital for diabetic ketoacidosis. The patient was treated with insulin and saline via IV. The patient was released from the hospital on (B)(6) 2018. The infusion device was requested to be returned for product evaluation.